Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The technical service representative (tsr) explained the alarm and had the hp cycle the power two times to clear. The hp left an unused supply line clamp open. The tsr explained that the supplies were compromised and the hp would need to start over with new supplies. The tsr also advised the hp to call the nurse in the next 24 hours and let her know what happened. The hp understood the explanation and would start over with new supplies. The customer contacted global product surveillance on (B)(6) 2011. The peritoneal dialysis nurse (pdrn) stated that she did not know about the reported alarm. The pdrn stated that the hp did not have any medical issues or injuries related to the reported problem. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.